Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was damaged and all of the buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the keypad was observed to be damaged. It was torn at the ok button and above the up arrow button. The keypad was also observed to be peeling up at the base. All the buttons were responsive to user presses. The keypad was removed and there was no contamination found under the keypad contacts. Unrelated to the original complaint, the pump powered on to a dim and discolored display.